Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized twice, for ketoacidosis, while using the infusion device. On the morning of (B)(6) 2016 the patient received a reading of 485 mg/dl on the aviva combo system. The patient experienced elevated blood glucose symptoms of vomiting, dry mouth, diarrhea, and stomach ache. The patient was transported to the hospital. At the hospital, the patient's blood glucose level was 455 mg/dl and the patient also had 4 positive ketone bodies. The patient was treated with insulin through a hospital perfusion pump. It is unknown how long the patient was hospitalized. On (B)(6) 2016 at 7:00am the patient received a blood glucose result of 467 mg/dl on the aviva combo system. The patient experienced elevated blood glucose symptoms of vomiting, dry mouth, diarrhea, and stomach ache. The patient was transported to the hospital. At the hospital the patient had positive ketone bodies. The blood glucose results obtained at the hospital were unknown. The patient was treated with insulin through a hospital perfusion pump. The patient was discharged from the hospital the same day, at 10:00pm. The infusion device was requested to be returned for product evaluation.